Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged lightheadedness, nausea, diffculity breathing, coughing, dizziness, headaches, and nasal and throat irriation. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report and d4 was updated ( model number, catalog number, serial number and UDI was updated) and d1 and h4 was also corrected.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged lightheadedness, nausea, diffculity breathing, coughing, dizziness, headaches, and nasal and throat irriation. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer's service centre, the device was visually inspected and found evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer's service centre. There was no error code found. The manufacturer's service centre concludes that there was visible foam degradation. In this report, section d8, d9, h2, h3 and h6 has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged lightheadedness, nausea, diffculity breathing, coughing, dizziness, headaches, and nasal and throat irriation.. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.